Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 2.50 x 24 synergy¿ drug-eluting stent was advanced but resistance was encountered. The device was removed from the patient's body and the distal edge of the stent struts was found to be slightly lifted. The procedure was completed with another 2.50 x 24 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.